Event description:
This supplemental report is being filed to update the investigation conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system displayed a code indicative of a memory bit issue resulting in the device to go into safety mode. The device is still functioning; however, replacement is recommended. The device remains implanted at this time and efforts to obtain additional information were unsuccessful. No adverse patient effects were reported.